Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements one day post-implant. The physician elected to intervene and a new procedure was performed where this lead was explanted and replaced with a passive fixation model. No additional adverse patient effects were reported. The explanted lead was not planned to be returned.